Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 27mm 11500a inspiris resilia aortic valve was explanted after an implant duration of one (1) year, one (1) month due to unknown reasons. The explanted valve was replaced with a 25mm 11500a inspiris resilia valve. Post op noted in recovery.